Manufacturer narrative:
Monitor was replaced. Root cause was assessed to be a faulty monitor. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
Customer reports monitor failure. No pt injury reported and no further info was provided.